Event description:
The patient reported he identified fluid in the cycler after he removed the tubing set. The patient could not identify the origin of the leak and had no adverse effects from the treatment. Prophylactic antibiotics were not prescribed and her effluent is clear. Sample has not been provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process, in addition, the batch record review confirmed the labeling, material, and process controls were within specification.